Manufacturer narrative:
(B)(4). Concomitant medical products: alize cementless cup plasma ti ha, reference p0407p54, lot 000195061. Alize acetabular liner 28 x 54mm, reference p0502004, lot 000216045. Tige aura ii hap g t.04, reference p0125h04, lot 000161562. Palacos r-20 with gentamicin (2x20g), reference 0413716, lot 3nfba-47/9936. Report source, foreign: event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a patient underwent head revision (hip, left) due to unknown reason, 2 years and a half after implantation. No additional patient consequences were reported.

Event description:
It was reported that a patient underwent head revision (hip, left) due to unknown reason, 2 years and a half after implantation. No additional patient consequences were reported. This event was reported throught njr (national joint registry - UK) report : review the performance of implants following a review of the data conducted in (B)(6)2019 on aura ii : on 304 primaries surgeries, 33 have been revised.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h2, h3, h4, h6 an h10. The product analysis can't be performed as the product was not returned the device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision: 2 complaints (2 products), this one included, have been recorded on stainless steel femoral head d28, reference (B)(4) , from (B)(6) 2017 to (B)(6) 2020. 1 complaint (1 product), this one included, has been recorded on stainless steel femoral head d28, reference (B)(4) , batch 0000261672. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.